Event description:
Customer reported a panorama central station did not display patient waveforms which may have resulted in a loss of ambulatory telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives cleared error logs and reconfigured the unit placement on system.